Event description:
It was reported that after a da vinci-assisted surgical procedure, the erbe generator would not power on. It was verified that the unit was connected to ac power. Site completed the procedure using another generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Fa was able to confirm and reproduce the reported complaint. The unit was placed on an in-house system and was run in normal mode. Unit was connected to several functional power outlets and did not power on.